Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number provided by the customer did not match the reported finished good (um-04018). Therefore, a device history record review was performed on finished good fa-04018, which corresponds with the lot number provided (13f25h0008), and no relevant findings were identified. Additional information from the customer stated that the radial device was mistakenly used on a femoral artery; however, the reported batch number still corresponds with a femoral arterial device. Based on the customer report circumstances and without the sample being returned, the root cause of the complaint could not be determined by the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Event description:
It was reported that "utilized 3 separate arrow arterial catheterization 18g x 4 1/4" sets while attempting to insert a femoral arterial line. The guide wire kinked on all three kits before we located a kit that has a syringe and separate guidewire/catheter". There was no medical intervention required. The patient' current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00018, 9680794-2026-00017, and 9680794-2026-00016.

Event description:
It was reported that "utilized 3 separate arrow arterial catheterization 18g x 4 1/4" sets while attempting to insert a femoral arterial line. The guide wire kinked on all three kits before we located a kit that has a syringe and separate guidewire/catheter". There was no medical intervention required. The patient' current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00018, 9680794-2026-00017.

Manufacturer narrative:
(B)(4).